Event description:
Bur guard slid up in drill and burned that pt with 3rd degree burns. Burn was treated with an antibiotic cream and referred to plastic surgeon. There will be residual scarring on the right lip.